Event description:
Caller reported a malfunction on pump, identified with malf 0, but no notable events occurred prior. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer service provided assistance in resetting pump, and malfunction did not recur post-resetting. Customer was instructed to continue using pump and to contact support if issue reappeared, which was acknowledged.